Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material larger than the inner diameter of air/water nozzle entering into the channel and causing a clog. The cause of the foreign material entering into the channel could not be further presumed since detailed information on handling of the device could not be obtained. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The objective lens was scratched, which caused the image to have a partial dark area and a flare. In addition to the findings reported in b5, the wear of angle wire caused bending angle in up direction and the play of up/down knob to not meet specification. The adhesive on the rubber has a chip and was cracked. Due to clogging of nozzle, water removal ability does not meet the standard value. The switch button 1 has a scratch and the light guide lens is scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, there was an issue with the image and the objective lens on the evis lucera colonovideoscope. During the inspection and testing of the returned device, the nozzle was found to be clogged with debris. The customer was able to clean, disinfect and sterilize the product prior to requesting repair. There was no delay in the start of the pre-cleaning, water/air to the air/water nozzle and its unknown if the customer sent liquid to the air/water nozzle. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.